Event description:
A site representative reported that the screw on the open spine clamp instrument was stripped. There was no patient present when this issue was identified.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.device lot number, or serial number, unavailable.device manufacturing date is dependent on lot number/serial number, therefore unavailable.replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.